Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the two cancellous screws. After insertion of the cup, the surgeon drilled to insert screws. Although the surgeon inserted the 20mm cancellous screw, the screw was floating out of the screw hole of the cup. Therefore, the surgeon removed the screw. When the surgeon drilled again, spiral-shaped pieces of metal came out. The surgeon removed the screw and checked the screw. At first, the surgeon checked the spring of the flexible drill; however, there were no apparent broken parts to the drill. When the surgeon checked the screw, the screw thread was ground off. The surgeon used the 15mm cancellous screw; however, he felt discomfort and removed the screw. The surgeon did not insert the screw. The surgery was completed successfully without any surgical delay. After the surgery, the sales rep checked the screws, and the threads had been ground off and turned white. The sales rep guessed that the screw hit the cup rim. The surgeon asked the sales rep to investigate the cause of this event. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot), d10 (concomitant), h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> device associated with this report was received for examination. Review of the available photographs and visual examination of the device confirmed the complaint. A spiral-shaped burr was sheared off from the screw threaded shaft. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> a manufacturing record evaluation was performed for the finished device 121720500 lot number d21123552, and no non-conformances/ manufacturing irregularities were identified. 1) quantity manufactured: 576 2) date of manufacture: 23-dec-2021 3) any anomalies or deviations identified in DHR: no non-conformance were identified device history review ==> a manufacturing record evaluation was performed for the finished device pinn can bone screw 6.5mmx20mm (product code: 121720500, lot number: d21123552) , and no non-conformances / manufacturing irregularities were identified. H3 and h4

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.